Event description:
Customer reports after numerous occasions of error messages, subsequently protime inr of 3.1 compared to a 1.9 on an unspecified lab system. Patient therapeutic range is 2.0 to 3.0. No report of death, serious injury or intervention.

Manufacturer narrative:
(B)(4). Evaluation / investigation pending product return from user facility.